Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot#, serial# (B)(4), implanted:, explanted:, product type: recharger. Product ID: 37651, lot# serial# (B)(4), implanted:, explanted:, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was catatonic and could not move because they lost their recharging equipment and were unable to charge the implanted battery. Caller found patient unresponsive, unconscious and has been at the hospital ever since. They mentioned that the patient last charged the battery 4 days ago. Agent reviewed that therapy likely turned off due to battery level getting too low. Patient eventually received replacement recharger. Hospital staff told the caller that they had charged the implant over weekend. Caller said she knew something was still wrong because when she talked to the patient yesterday (21-sep) she could barely understand a word the patient said. As of last friday (17-sep) patient was deteriorating and can barely understand patient. During investigation, additional information was received from the manufacturer representative that it was confirmed that the implanted was able to be charged, therapy turned back on, and symptoms resolved.